Event description:
It was reported that the device inappropriately delivered antitachycardia pacing for supraventricular tachycardia. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. Additionally, the physician did not allege a malfunction against the device and alleged the device performed as expected based upon it's programmed settings.